Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: d4: UDI number, catalog number, lot number and expiration date unknown, h4: manufacture date unknown. B3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Related patient identifiers are : (B)(6).

Event description:
It was reported that while at the hospital, the patient's flange broke. The device was replaced and the patient stayed in the pediatric intensive care unit overnight. The patient's mother noted that there have been multiple incidents where the flange of the device was worn from velcro tie use causing the flange to break. Three (3) total of these issues were reported by the patient's mother. No patient injury.